Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's time on the pump was incorrect as the time showed "am" instead of "pm". The customer's blood glucose (bg) had been as high as 527 mg/dl. An insulin injection and a bolus via the pump were used to address the bg level. The customer thought that the incorrect time may have been due to use error. Tandem technical support assisted the customer with correcting the time. The customer also reported that the humalog insulin in the cartridge was changed every 3 days.